Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that frozen display and they were not able to clear alarm and pump buttons did not began to work. Customer's blood glucose value was unknown. Customer also stated that drive support cap was flushed. The customer was assisted with troubleshooting for multiple pump error. Device will return not for analysis.